Event description:
New information received notes that when the patient presented in emergency room with pre-syncope and fainting spells, noise was also noted on the right ventricular lead. Patient was doing well and stable post operation.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented, loss of capture was observed on the right ventricular channel. The physician elected to cap and replace the lead (B)(6) 2020.